Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, EVENT OCCURRED 1.5 YEARS AGO PRIOR TO THE DATE THE MANUFACTURER BECAME AWARE.

Event description:
IT WAS REPORTED THAT THE PATIENT WAS EXPERIENCING FREQUENT IMPLANTABLE PULSE GENERATOR (IPG) CHARGING AND INADEQUATE PAIN RELIEF. THE PATIENT UNDERWENT AN IPG REPLACEMENT PROCEDURE. PATIENT WAS STABLE POSTOPERATIVELY. THE EXPLANTED DEVICE WAS RETAINED PER FACILITY POLICY.

Event description:
It was reported that the patient was experiencing frequent Implantable Pulse Generator (IPG) charging and inadequate pain relief. The patient underwent an IPG replacement procedure. Patient was stable postoperatively. The explanted device was retained per facility policy.

Manufacturer narrative:
Investigation Result:The device was not returned to Boston Scientific for analysis.Device History Record:A review of the Device History Record (DHR) confirmed the device met all specifications prior to shipping, with no manufacturing deviations identified that could have contributed to the reported event.Labeling Review:The product labeling indicates that the following may be potential risks associated with the use of Spinal Cord Stimulation (SCS) therapy: Persistent pain at the IPG or lead site and System failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Investigation Conclusion:Based on a thorough review of the reported complaint, an investigation conclusion code of Cause Not Established was assigned to the investigation for all components.Block B3: Exact date unknown, event occurred 1.5 years ago prior to the date the manufacturer became aware.